Event description:
This is a report of a patient who experienced suspected peritonitis. Therapy was ongoing. The suspected peritonitis was manifested by cloudy effluent and abdominal pain. The next day the patient was hospitalized for the abdominal pain. The patient was treated with ancef 1g daily for the event. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.